Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted insulation damage which was due to the use of electrocautery. Additionally, visual inspection noted stretched shocking coils and a bend and large curve in the electrode body. Resistance testing was performed and the electrical continuity of the electrode was confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to update d2 - common device name.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited noise resulted in oversensing and an inappropriate shock. Reprogramming did not resolve the issues and an x-ray identified the electrode position may be contributing to the clinical observations. A revision procedure was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.